Event description:
It was reported that the patient was referred for lead revision surgery due to neck mobility issues. It was alleged that the mobility issues are due to there not being slack in the lead. Attempts for further information have been made; no additional relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent generator repositioning surgery. The surgeon opted to move the generator higher up to put more slack in the lead near the generator, as the patient reported that mobility was impaired when turning his head to the right, and when he would do so the lead was visibly taut under the skin. The electrode incision site was not opened. No devices were replaced. As the tightness in the neck was addressed by repositioning the generator, the suspect product is now the generator. No additional relevant information has been received to date.